Event description:
Customer reports the softclix plus lancet will not retract and she accidentally stuck herself. No medical treatment required. The customer did not provide the location where the malfunction occurred. No adverse event reported. Requested return of suspect device and relacement was sent.